Manufacturer narrative:
The reagent lot number was 85556501 with an expiration date of 31-aug-2026. The field service engineer (fse) found that the rinse tubing was compromised. The fse replaced it and performed checks. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application result with one patient sample tested on a cobas 8000 cobas c 502 module. The initial result was 13.3%. The repeat result was 7.3%. The repeat result on another c502 was 6.7%. The repeat result was deemed correct. The test was repeated as the initial result was questioned.

Manufacturer narrative:
No further issues were reported since the service visit. The investigation determined that the root cause was due to contaminated rinse tubing and that the service actions resolved the issue.